Event description:
Approximately 4.5 weeks ago at 3:00 am, device =1-7 mg/dl. Customer went to sleep. At 7:00 am, customer called emergency medical technicians because of hypoglycemic symptoms. Emt device =47 mg/dl. Emergency medical technicians gave customer treatment possibly a sugar pill. No controls were used. A request was made for return product and replacement product was sent.

Event description:
Caller reported that approximately 4-5 weeks ago, at 3:00am, device - 107mg/dl.